Event description:
It was reported that pump displayed repeated cartridge alarms that began a little over a week before the call and occurred with consecutive cartridges, although issue did not occur during the load process. There was no adverse impact to the customer's blood glucose level, as blood glucose reportedly remained in high 300s but did not reach the extreme levels specified by technical support. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.